Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device dislocation ("migration of essure device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle, dysmenorrhoea (cramping)"), dyspareunia ("painful intercourse, dyspareunia"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), urinary tract infection ("multiple urinary tract infection") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, urinary tract infection and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she had no complications during placement. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet was received - reporters and patient dempgraphic added. Events added per pfs: menorrhagia, migration of essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and urinary tract infection ("multiple urinary tract infection"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.